Event description:
User opened the package and noticed there is a kink on sheath 30cm from needle tip, user touch the sheath at kink area while the sheath broken. No use on patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint device was returned and evaluated on (B)(6) 2022: visual inspection: stylet not returned. Sheath and needle broken approx. 16.1cm from tip of sheath. Needle removed from device and observed to be broken approx. 26.7cm from base of hub. Functional inspection: sheath extender able to advance and retract with some difficulty. Needle handle able to advance and retract with no difficulty.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1843682 of echo-19 was returned opened in its original packaging. The device involved in these complaints were evaluated in the laboratory on 29 september 2022. The returned device lab findings and observations can be referred through the attached files. Lab attendance and notes are located in the 'returned product - notes' section. Visual inspection: - distal end of the needle examined and slight distal kink observed approximately 4.5cm from the needle tip - stylet was able to be removed from the device and re-inserted with no issues observed. Functional inspection: - sheath extender able to advance and retract with no issue - needle able to advance without issue and retract with slight resistance manufacturing records prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1843682did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1843682. Instruction for use : the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the handling of the packaging at the facility during storage and/or device preparation. It is also possible that the device was damaged during transportation and was not observed by staff at the user facility when placing the devices into storage. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. It is therefore likely that the damage observed on the device in this instance occurred during transportation to the user facility or as the device was pulled from storage for use in this procedure. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 04-jul-2023